Manufacturer narrative:
One used list# b33351 connected into a, 0.9% sodium chloride injection usp 250ml baxter IV bag and one used 20ml bd syringe with the tip completely broken connected with the microclave of the set #b33351 were returned for evaluation. As received the broken piece of syringe was easily removed from the syringe, some stress withing marks were observed on both broken pieces, however no solvent or any anomaly was observed. Complaint of tubing dislodged cannot be confirmed, since there no tube connection/disconnection in the returned ICU medical set were observed. The returned 20 ml bd syringe is a non-ICU medical set therefore the probable cause cannot be determined. A device history lot# review could not be conducted because no lot number(s) was/were identified. D4: only di provided as lot number is unknown.

Event description:
The event involved a 127" (323 cm) transfer set w/dual check valve, microclave® where it was reported that the tubing dislodged during infusing of total parenteral nutrition (tpn) and lipids medication. There was patient involvement, no patient harm and slight delay due to having to perform a cap change and change intravenous (IV) tubing.